Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The father stated that the customer had been getting no delivery alarms for several days and she had been changing the infusion sets frequently. The customer finally tried using reservoirs from a different lot and she was able to use the insulin pump without getting no delivery alarms. The dr felt that the reservoirs were to blame for the alarms. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.